Event description:
Report rec'd of an over-delivery. The customer indicated that the event was the result of an error in programming the device. The pump was programmed to deliver 4mcg/ml of fentanyl at a rate of 6ml/hr. The nurse noted that the post surgical, ventilator assisted pt was uncomfortable and per the physician order, reprogrammed the pump to deliver a 50mcg dose of fentanyl at a rate of 12.5ml/hr. The infusion was intended to last 4 minutes. Twelve hours later, the pt's oxygen saturation had decreased to 92%. It was at this time the nurse noted the pump was still running a rate of 12.5ml/hr instead of the intended 6ml/hr. The infusion was stopped and the ventilator setting was increased. After an unspecified length of time, the fentanyl was restarted. There were no reported adverse pt sequelae. Though requested, no further info was available.